Event description:
Procedure: laparoscopic appendectomy. Reportedly, the instrument would not open after the second firing. The surgeon had to cut the instrument from tissue. No further pt injury reported.